Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rx acculink self expanding stent system (sess) noted blood and saline in the lumen of the shaft, suggesting that the sess may have been partially advanced over a guide wire. The stent implant was dislodged and was not returned. The tip was separated at the inner member distal to the proximal marker. There were two bends in the shaft proximal to the guide wire exit notch. During functional testing, an attempt was made to retract the distal sheath to examine the fracture face at the separation, but the sheath could not be retracted due to dried blood. After water soaking, the dried blood was dissolved and the distal sheath was retracted. The tip had separated at the inner member distal to the proximal marker. The fracture face was stretched and jagged, suggesting force was applied. There was no other damage noted to the sess. Potential causes for tip detachment prior to use include, but are not limited to, manufacturing, inadvertently pulling on the tip of the sess during removal of the tip mandrel, insufficient support during preparation, resistance during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. It may be possible that during removal the tip mandrel, the tip of the sess may have been inadvertently grasped, and while pulling the tip with the mandrel, the separation occurred. Because the separation site was stretched and jagged, this suggests that the separation was not the result of a bond failure, and is consistent with an overload to the material. The two bends noted in the shaft were not reported and are likely the result of mishandling during preparing/packaging the device for return to abbott vascular for analysis. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. A conclusive cause for the reported tip detachment and bends in the shaft could not be determined. However, there is no information to suggest a product quality deficiency. During production all tips are inspected during insertion of the tip mandrel. Additionally a tip pull test is performed during reliability testing on-line.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional, relevant information.

Event description:
It was reported that the device was prepared for use but the tip of the stent delivery system fell off before use in the anatomy. There was no patient involvement. The stent and tip were discarded. Another rx acculink carotid stent system was successfully used in the procedure. There was no additional information provided.